Event description:
Per the clinic, the patient experienced chronic pain at the implant site (specific date not reported). The patient experienced poor performance and sound quality with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient was treated with oral antibiotics (specific date not reported) for 5 days. The implanted device remains.